Event description:
The clinician reports the implant was inserted (B)(6) 2009 in ada 29. Implant surface not completely covered with bone. On (B)(6) 2020, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and abscess. No further patient complications were reported.